Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. An unk balloon was advanced to the lesion and used for predilation. The apex monorail 2.5x15mm was then advanced to the lesion for additional dilation and ruptured at 10 atmospheres. The number of inflations and to what atmospheres is unk. The procedure was completed with a different device. There were no pt complications and the pt's status is reported as fine.

Manufacturer narrative:
The complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).